Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. As per the pump¿s log, baclofen with concentration 500.0 mcg/ml was being administered at a simple continuous dose rate of 73.08 mcg/day as of (B)(6) 2016.

Event description:
A pump was returned to the manufacturer with no further information provided regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and spinal cord injury/disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on november 13, 2017. It was reported the patient was deceased. It was unknown when the pump was removed, and the patient's weight was unknown. Additional information was provided by the healthcare provider on november 15, 2017. It was reported the patient had passed away from pneumonia, and the patient's death was not related to their device or therapy.